Manufacturer narrative:
It was reported that the event occured in early-april 2018. The exact date is unknown. (B)(6). This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that after ten days in use, the suction line of the tracheostomy tube was "almost being disconnected from the bonded part" and needed to be reinforced with tape to apply suction pressure to the device. No injury was reported.

Manufacturer narrative:
One smiths medical portex® blue line vocalaid® tracheostomy tube was returned for analysis in a used condition along with a photo of the product. The suction line was observed to be detached upon visual exam of product. Relevant documents were reviewed and deemed adequate. A review of the manufacturing process was conducted. The following operations were reviewed with no discrepancies found: line clearance record of trachy line; training records of the operators that performs the vocalaid tube cutting operation and vocalaid tube bonding operation; the vocalaid tube cutting operation was reviewed; the vocalaid tube bonding operation. A sample of 32 units were taken following cutting and bonding operation to verify for damage; finding no discrepancies. It was observed that the cut was not straight; samples could have been stretched in both instances since it can be seen that they have similar marks on the detach inflation line. Based in the evidence collected with the recreation of the failure mode, it can be concluded that the inflation line was stretch until it broke since 100% leak test is performed, there is no possibility sample can be tested if the line is cut or detached. No root cause was identified.